Manufacturer narrative:
The complete lead was returned for analysis with the reported events of the is-4 adapter not fitting the lead, noise, oversensing, under-sensing, and unable to implant. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into a test device but did not pass insertion testing into a test is-4 connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot that may have contributed to the reported field events.

Manufacturer narrative:
Final analysis found that the lead did not pass insertion testing into a test is4 connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the sleeve insertion failure and reported electrical events.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that left ventricular - lv lead exhibited noise. The lv lead was not used and was replaced. The patient was in stable condition before, during, and after the procedure.

Event description:
New information noted that the left ventricular lead exhibited oversensing and undersensing.

Manufacturer narrative:
Analysis was normal. No anomalies were found.